Manufacturer narrative:
Device evaluated by MFR: the device was returned for evaluation. A visual examination identified that the balloon was not folded which indicates that the device was subjected to positive pressure. The rated burst pressure for this device is 10 atmospheres as per pcb2cm specification. The returned device was attached to an encore inflation unit. Positive pressure was applied when di water was observed to be leaking from a balloon pinhole located approximately 10mm distal of the proximal markerband. A visual examination observed no damage to the tip or blades. All blades were present and fully bonded to the balloon surface. A visual and tactile examination identified no kinks or damage to the shaft of the device. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 09 oct 2025. It was reported that balloon leak occurred. The 80% stenosed target lesion was located in the mildly tortuous and severely calcified fistula. An 8.00mm / 2.0cm / 135cm peripheral cutting balloon was selected for use. During inflation at nominal pressure, the balloon leaked. The procedure was completed using an alternate device. There were no patient complications as a result of this event. However, device analysis revealed a balloon pinhole.